Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down during use. There was no injury reported.

Manufacturer narrative:
The log file of the device indicates that - when the device was switched on in the morning of the date of event ¿ the battery capacity was at 0%. This is indicated by an acoustic signal. The following automatic self-test was completed without any additional deviations; the battery indicator symbol clearly shows the depleted status. During previous instances of the self-test recorded in the log file the battery status was already at 0%, too. This is a strong indication for a damaged or overaged battery. After start of the procedure the user may also have observed that the charging state of the battery did not change since device activation in the morning. For around 1pm, a loss of mains power is recorded and - due to the depleted battery, the device did not continue operation. Beyond the depleted battery, no nonconformities were found with the device. It can be concluded that the event was the consequence of use error. The device has clearly indicated that the fail-safe mechanism of internal battery is not available and that mains power loss will have the consequence of shut down. The event did not lead to consequences for the patient.

Event description:
It was reported that the device shut down during use. There was no injury reported.